Manufacturer narrative:
Analysis found normal device characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun

Event description:
It was reported that during the implant procedure, the guidewire stuck inside the left ventricular lead. The lead was not used and replaced.